Manufacturer narrative:
(Lot number), d10. (Other): UDI number: (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records will be requested based upon the lot number discovered upon receipt of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the device was examined upon receipt and the complaint condition was able to be confirmed as the distal threaded tip of the driver¿s inner shaft was broken and missing a segment (approximately 2mm diameter x 3.6mm long). No definitive root cause was able to be determined; however, this type of failure mode is typically associated with off-axis loading during attempted screw removal. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one, and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The relevant drawings for the returned instrument were reviewed: driver and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined. Device history record review: supplier: (B)(4) / packaged by: (B)(4) - manufacturing date: september 13, 2004. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The exact date of device breakage is unknown; however, the issue was detected during instrument set-up on (B)(6) 2016. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the operating room nurse noticed that the tip of an extraction screwdriver was missing while setting up for an anterior cervical disc fusion procedure on (B)(6) 2016. An alternate screwdriver was available for use in order to start/complete the procedure. The patient had not been anesthetized when the breakage was discovered. No direct patient involvement. This report is 1 of 1 for com-(B)(4).